Manufacturer narrative:
Previous medwatch submission noted rupture. Upon further information received from the physician ¿no adverse event against left side¿ , allergan has determined that there is no complaint against the device.

Event description:
Upon explant, physician reported ¿no adverse event against left side device¿. There is no complaint against the device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture diagnosed via ultrasound and confirmed via MRI. Device remains implanted.